Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: review of the black box data revealed multiple warnings for ¿no cartridge detected¿ (163). On investigation, the alleged load step malfunction was not duplicated. The force sensor was evaluated and found to be within required specifications. Moisture was found on the force sensor pins inside the pump. Unrelated to the complaint, the battery compartment was noted to be cracked and the display screen was dim/faded/discolored.